Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 1 month post tavr with a 23mm sapien 3 ultra valve, the valve was explanted and a surgical valve was implanted.  The reason for the explant is unknown at this time.